Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station has network problem. The field service engineer found there were connection problem and assisted the user to connect with the hospital it to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the station has network problem. The customer stated that this malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.